Event description:
End-user stated that medical attention was sought on (B)(6) 2019 around 11:30am at her home. End-user stated about 5 hours after testing with her prodigy meter and getting a result of 169mg/dl she was found passed out in her home. Paramedics were called. End-user does not know how long it took for paramedics to arrive. Upon arrival the paramedics tested her blood glucose and received a result of 23mg/dl. Paramedics did not test the end-user with her meter. She was then transported to the hospital. She unsure what treatment the paramedics provided. When she arrived at the hospital her blood glucose was 109mg/dl. She wasn't given anything to raise or lower her blood glucose. Her urine blood tests and blood pressure were all normal. She was at (B)(6) medical center (B)(6) for 5 hours. She was told to follow up with her primary doctor. She is currently taking 6 units of novolog in the morning and 7 units at dinner time, and 5 units of levemir at night. No additional information was provided.